Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Failed preventive maintenance. No patient involvement.

Event description:
Failed preventive maintenance. Damaged/cracked in case rear, case front. Iui- isolation rib damage. Soldering issue. Failed preventive maintenance- (B)(6) 2020 09:42:27. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Failed preventive maintenance. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from 01/19/2016 to 09/16/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.